Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and genital haemorrhage ('abnormal bleeding') in an adult female patient who had essure (batch no. 623221) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included perineal pain. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal distension ("bloating") and fatigue ("fatigue"). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal distension and fatigue outcome was unknown. The reporter considered abdominal distension, fatigue, genital haemorrhage and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: essure micro inserts are both in good position in the fallopian tubes. Both fallopian tubes are occluded. Most recent follow-up information incorporated above includes: on 13-jun-2019: medical record received. Reporter and patient demographics were added. Lab data and medical history added. Lot number added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), genital haemorrhage ('abnormal bleeding'), abdominal pain ('abdominal pain') and pain ('pain in side') in an adult female patient who had essure (batch no. 623221) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included perineal pain, anxiety, gerd, vitamin d deficiency, depression and obsessive-compulsive disorder. Concomitant products included buspirone, ergocalciferol (vitamin d2), fluoxetine, fluoxetine hydrochloride (prozac) and omeprazole (prilosec). On (B)(6) 2009, the patient had essure inserted. In 2015, the patient experienced diarrhoea ("frequent diarrhea (bms usually 2-4 times per day)") and defaecation urgency ("bowel urgency"). In (B)(6) 2015, the patient experienced abdominal pain (seriousness criterion medically significant) and pain (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal distension ("bloating"), fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problems"), nausea ("nausea") and dizziness ("dizziness"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy and laparoscopic surgery removing gallbladder and appendix). Essure was removed on(B)(6) 2016. At the time of the report, the pelvic pain, pain, abdominal distension, fatigue, vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, nausea, dizziness, diarrhoea and defaecation urgency outcome was unknown and the genital haemorrhage and abdominal pain had resolved. The reporter considered abdominal distension, abdominal pain, bladder disorder, defaecation urgency, diarrhoea, dizziness, fatigue, genital haemorrhage, menorrhagia, nausea, pain, pelvic pain, urinary tract disorder and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: essure micro inserts are both in good position in the fallopian tubes. Both fallopian tubes are occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-jun-2019: quality safety evaluation of product technical complaint. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), genital haemorrhage ('abnormal bleeding'), abdominal pain ('abdominal pain') and flank pain ('pain in side') in an adult female patient who had essure (batch no. 623221) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included perineal pain, anxiety, gerd, vitamin d deficiency, depression and obsessive-compulsive disorder. Concomitant products included buspirone, ergocalciferol (vitamin d2), fluoxetine, fluoxetine hydrochloride (prozac) and omeprazole (prilosec). On (B)(6) 2009, the patient had essure inserted. In 2015, the patient experienced diarrhoea ("frequent diarrhea (bms usually 2-4 times per day)") and defaecation urgency ("bowel urgency"). In (B)(6) 2015, the patient experienced abdominal pain (seriousness criterion medically significant) and flank pain (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal distension ("bloating"), fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problems"), nausea ("nausea") and dizziness ("dizziness"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy and laparoscopic surgery removing gallbladder and appendix). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, flank pain, abdominal distension, fatigue, vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, nausea, dizziness, diarrhoea and defaecation urgency outcome was unknown and the genital haemorrhage and abdominal pain had resolved. The reporter considered abdominal distension, abdominal pain, bladder disorder, defaecation urgency, diarrhoea, dizziness, fatigue, flank pain, genital haemorrhage, menorrhagia, nausea, pelvic pain, urinary tract disorder and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: essure micro inserts are both in good position in the fallopian tubes. Both fallopian tubes are occluded. Most recent follow-up information incorporated above includes: on 14-jun-2019: plaintiff fact sheet- events abnormal bleeding (vaginal, menorrhagia), bladder or urinary problems or changes, nausea, dizziness, abdomen pain, flank pain, frequent diarrhea (bms usually 2-4 times per day); bowel urgency were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), abdominal pain ('abdominal pain') and pain ('pain in side') in an adult female patient who had essure (batch no. 623221) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included perineal pain, anxiety, gerd, vitamin d deficiency, depression and obsessive-compulsive disorder. Concomitant products included buspirone, ergocalciferol (vitamin d2), fluoxetine, fluoxetine hydrochloride (prozac) and omeprazole (prilosec). On (B)(6) 2009, the patient had essure inserted. In 2015, the patient experienced diarrhoea ("frequent diarrhea (bms usually 2-4 times per day)") and defaecation urgency ("bowel urgency"). In (B)(6) 2015, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required) and pain (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital hemorrhage ("abnormal bleeding"), abdominal distension ("bloating"), fatigue ("fatigue"), vaginal hemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia / clotting during periods"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problems"), nausea ("nausea"), dizziness ("dizziness"), autoimmune disorder ("autoimmune disease "), polymenorrhoea ("frequent periods"), emotional disorder ("emotional rollercoaster"), abdominal discomfort ("discomfort in abdomen"), stress ("stress"), anxiety ("anxiety") and depression ("depression"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy and laparoscopic surgery removing gallbladder and appendix). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, pain, abdominal distension, fatigue, vaginal hemorrhage, menorrhagia, bladder disorder, urinary tract disorder, nausea, dizziness, diarrhoea, defaecation urgency, autoimmune disorder, polymenorrhoea, emotional disorder, abdominal discomfort, stress, anxiety and depression outcome was unknown and the genital haemorrhage and abdominal pain had resolved. The reporter considered abdominal discomfort, abdominal distension, abdominal pain, anxiety, autoimmune disorder, bladder disorder, defaecation urgency, depression, diarrhoea, dizziness, emotional disorder, fatigue, genital hemorrhage, menorrhagia, nausea, pain, pelvic pain, polymenorrhoea, stress, urinary tract disorder and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: essure micro inserts are both in good position in the fallopian tubes. Both fallopian tubes are occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-mar-2020: social media received. Event added- autoimmune disease, frequent periods, emotional rollercoaster, discomfort in abdomen, stress, anxiety, depression. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal distension ("bloating") and fatigue ("fatigue"). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal distension and fatigue outcome was unknown. The reporter considered abdominal distension, fatigue, genital haemorrhage and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.